Manufacturer narrative:
As of this report, the lead has not been returned. Once this lead get's returned, analysis will be performed.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. The physician believes the infection originated from a peripherally inserted central catheter line. It was noted that the lead appeared kinked after it was extracted. Also, the gore appeared to have evidence of adhesive/scar tissue. There was no report of adverse patient effects due to the explant procedure.